Manufacturer narrative:
H3/h6: the probe was returned and analyzed. Analysis found that the probe had no apparent physical damage. However, with markers attached and fully seated, the probe displayed a good geometry error but a high divot error that would not allow verification. Codes b01, c13, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device outside of procedure. It was reported there was a deformation of the cervical probe tip that was confirmed during inspection. There was no patient present.